Manufacturer narrative:
Additional information received: core lab review of CT imaging from 19-may-2022 identified a new type ii endoleak. The aortic diameter was noted as 72.1mm with imaging noted as na for aortic enlargement. No stent fracture, stent ring migration or stent ring enlargement were observed. Core lab review of CT imaging from 11-jun-2022 showed a persistent type ii endoleak. The aortic diameter was noted as 71.8mm with imaging noted as na for aortic enlargement. No stent fracture, stent ring migration or stent ring enlargement were observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: CT imaging was performed 10 months post the previous imaging was reviewed by corelab. The persistent type ii endoleak was noted. No fracture was observed. Persistent stent ring enlargement of +1.2mm on ring 4 was noted on (B)(6) and +1.2mm on ring 4 on stent graft (B)(6). No stent ring migration was observed. The maximum aortic diameter was 74.2mm at that time. No aortic enlargement was seen. Further CT imaging was performed 5 months later and reviewed by corelab. The persistent type ii endoleak was noted. No fracture was observed. Persistent stent ring enlargement of +1.1mm on ring 4 was noted on (B)(6) and +1.4mm on ring 4 on stent graft (B)(6). No stent ring migration was observed. The maximum aortic diameter was 75.9mm. No aortic enlargement was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: CT from (B)(6) 2021. Noted aneurysm expansion from 41mm to 46mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a thoracic dissection. It was reported from approximately 16 -22 months post the index procedure on 4 separate follow up CT imaging, all imaging noted a type ii endoleak. Images from (B)(6) 2022 and (B)(6) 2022 noted aortic enlargement. Per the physician the cause of the endoleak and aortic enlargement is undetermined. No additional clinical sequelae were reported and the patient will be monitored. Core lab review of CT imaging from (B)(6) 2022 identified new stent ring enlargement of +1.7mm on vnmc3737c182tu and new stent ring enlargement of +1.5mm on vnmc4646c175tu. The max aortic diameter was noted as 73.6mm. The imaging was noted as na for aortic enlargement. No endoleak, stent fracture, stent ring migration was observed.

Manufacturer narrative:
Continuation of concomitant medical products: suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: v nmc3737c182tu, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received: corelab review of CT imaging from approx. 4 years and 5 months post index procedure identified aortic enlargement. No endoleak, stent ring migration, stent ring enlargement or fracture was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: corelab review of CT imaging from approx. 4 years and 5 months post index procedure (B)(6) 2025) identified a stent ring enlargement of +1.3 mm, ring 4 (persistent) in vnmc3737c182tu (B)(6) and of +1.5 mm, ring 4 (persistent) vnmc4646c175tu (B)(6). No stent ring migration of aortic enlargement was noted. The maximum aortic diameter measured 77mm. The image was no assessable for endoleak and not evaluable for fractures due to device overlaps/scan quality. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.